Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 2.5 device for mechanical circulatory support. The impella was weaned slowly, however at the completion of case, a bicep hematoma was noted. Protamine was given to resolve the issue and the device explanted in the procedural area.